Event description:
The pacemaker connected to the pt malfunctioned. Clinical engineering confirmed the pacer drained the battery in a short period of time. The rn on the day shift changed the battery but was not aware that the machine was malfunctioning. During the next shift the battery was drained and the pacer stopped. The pt coded and resuscitative measures were started. It was successful and the pt recovered.